Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited lowered sensing, a drop in pacing impedance, and non-sustained right ventricular over-sensing (nsrvo) episodes. The nsrvo episodes appeared to be caused by noise being picked up before the qrs complex. Programming changes were made; a lead revision was discussed. The patient was in stable condition.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.